Event description:
A ventilated patient was hooked up to a (philips healthcare) bedside ECG monitor. The monitor was found to have no alarms in the alarm review screen and the nurse stated that she saw the error message "equipment malfunction" in the patient sector when she tried to print. The waveforms were visible in the wave review which meant the central viewing area was receiving valid patient information from the bedside monitor. Philips healthcare was called to report that there was no information in the alarm review screen. Biomed checked the bedside monitor with a patient stimulator and saw that the equipment malfunction error message on the screen with a good visible waveform, but there was a question mark where the heart rate should be and no audible alarms when an alarm condition was created with the simulator. The ECG module (m1002a)that plugs into the bedside was replaced and the system then operated correctly with a heart rate and audible alarms.